Manufacturer narrative:
There were additional screws associated with this event (48694012, 48694014, and 48694016) but it is unclear at this time if they were involved in the issue or if the screw extractor was the issue. All products have been returned to stryker and will be evaluated. Once the investigation is completed, the event will be re-evaluated for reportability to determine if other MDR's need to be filed on other associated products. The products have been returned to stryker and will be evaluated. Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that the surgeon implanted the plate and variable screw was inserted and tightened with final-tightening screwdriver at c3-c4. Variable screw at c4 was not fit with reflex-hybrid screw extractor and the variable screw could not be extracted. The plate was not fit with the bone completely, but the procedure was finished. Update information: the plate was up from the bone during inserting the screws. So, the surgeon tried to extract the screw and insert again to fit the plate with the bone.